Event description:
Prior to inserting a six french foley catheter, the foley was assessed and the balloon was tested and no problem was noted. When the foley was inserted without difficulty, blood was noted in the catheter. The catheter was pulled out, prior to inflating the balloon, and assessed. The tip of the catheter was noted to be bent and the wire stylet poked through the plastic catheter. Reportedly, the stylet had not been manipulated. A new six french foley without a stylet was inserted.